Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus however, the technical assistance center (tac) provided remote assistance to resolve the issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: configuration issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had too much pressure during use. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via email. The device will not be returned to olympus for evaluation.